Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the long bipolar grasper instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm long bipolar grasper instrument had a broke black conductor wire. It was unknown if fragments fell inside the patient. A backup same dv instrument was used for the procedure. The procedure was completed as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically. The reported 8mm long bipolar grasper instrument was inspected prior to its use with nothing out of ordinary to be found. Surgeon was performing dissection when the broken cable was identified. There was no intraoperative collisions between reported instrument and other tools. The damage did not cause a fragment to fall inside of patient's anatomy. The instrument was available for return to isi for evaluation. Photographic images and/or video recordings of procedure were not available for review. Patient related information was unknown. Isi did receive the 8mm long bipolar grasper instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end. Visual inspection did not reveal any damage(s) to the conductor wire. The instrument also passed an electrical continuity test. Correction: primary product batch/lot number under section d was updated to k10240613 0472.